Event description:
The patient was having a revision surgery to extend one of the existing rods in her back when the doctor noticed that one of the original screws that had been implanted in (B)(6) 2010 had a broken tulip. They removed the broken screw and replaced it with a 7.2 x 40.